Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dim. It was reported that there was no patient involvement at the time the issue was discovered as the device was taken out of service. The customer called technical support to report that the screen was dim and informed that the device had a first-generation liquid crystal display (lcd). The remote service engineer (rse) provided the customer with the part number and price of the replacement user interface (ui) assembly for repair. Per good faith effort (gfe) response, the customer stated that the department decided not to repair the device at this time due to its age. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.